Event description:
The customer reported that the 9900 system locked up, and must be rebooted to take images. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reseated the connector on the power supply and the fuses on the power distribution board. The system was tested and is operating as intended.